Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became shattered. Customer's blood glucose level was not impacted. Reportedly, the customer was sitting on the floor with the pump in the back pocket when the dog jumped on him. The customer believes that may have caused it, but was unsure. The pump is still functional. It was indicated that the customer would use manual injections as alternate insulin therapy.